Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log for both secondary and primary infusions. The device passed upstream occlusion testing. The upstream sensor is a known contributor to false upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had "secondary and frequent upstream occlusions." Any patient involvement, injury or medical intervention is unknown.